Event description:
During a laparoscopic gastric bypass procedure, the device cut only part of the mesentary on the second firing. There was no reported patient consequence. Another like device was used to complete the procedure.